Event description:
It was reported by service report that the cot had a worn head right wheel. There was pt involvement ; however, no adverse consequences are reported.

Manufacturer narrative:
Wheel.